Event description:
Additional information received indicated the recommended programming changes to resolve the inappropriate reset on the insertable cardiac monitor (icm) was not implemented at the time the last report was submitted. The patient has since been brought into clinic and the icm was appropriately reprogrammed. The patient was left in stable condition.

Manufacturer narrative:
The reported complaint of the battery gauge being lower than expected was confirmed. This observation is due to a known issue, where multiple pors experienced during to exposure to electrocautery can alter the real-time clock value, presenting a false device alert for eos. The reported event was traced to multiple pors where the realtime clock (rtc) doesn¿t get recovered appropriately during the recovery procedure, resulting in the ¿end of service (eos)¿ device alert being triggered. Ultimately, this issue was due to the incorrect procedure being followed.

Event description:
It was reported that the patient presented in clinic for an insertable cardiac monitor (icm) procedure. It was noted that the icm inappropriately reset due to the use of electrocautery while sealing the pocket. The patient was asymptomatic. Additionally, it was noted the icm incorrectly diagnosed the longevity of its battery life. The icm was reprogrammed successfully. The patient left in stable condition.